Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The alleged low cartridge warning issue would not be likely to result in an adverse event because the pump will alarm for an empty cartridge prior to an interruption in the insulin delivery. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 stating that the patient woke up with a blood glucose of 20 mmol/l with chest pain. The reporter indicated that the pump did not give the low cartridge warning until the day of the call and they had filled the cartridge once since. The total daily dose history indicated (B)(6) 2013 24.5 units, (B)(6) 2013 26.45 units, (B)(6) 2013 22.75 units. The pump was unable to be reviewed during the call. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/04/2014 with the following findings: last basal delivery was on (B)(6) 2013, information from the reported event date of (B)(6) 2013 is overwritten, no activity outside of normal use is observed. The total daily dose adds up and equals the programmed basal target. The last ¿low cartridge¿ warning recorded was on (B)(6) 2013, alarm history shows multiple ¿low cartridge¿ warnings. The pump powers ¿on¿ and displays ¿verify¿ screen. The unit was primed and exercised for 24 hours. The unit passed a delivery accuracy test. ¿low cartridge¿ warning was simulated, the pump gave the correct visible and audible alert, the alarm history recorded the warning at the correct date and time. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.